Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at nominal atm's. The lesion being treated was a calcified and 99% stenotic lesion in the proximal lad. No patient injuries or complications were reported. Patient status is reported as "good".